Event description:
It was reported that during an unk procedure, the blade cracked and came off. The second device used could not be activated. No other information available at this time.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.